Event description:
It was reported that the omnilink elite stent delivery system was at the non-calcified, non-tortuous target lesion in the right common iliac artery at the bifurcation by the aorta via antegrade procedure. The stent delivery system (sds) balloon was inflated to two to three atmospheres when the stent came off the balloon and went into the aorta. The stent remained undeployed. A non-abbott support catheter was inserted and the guidewire was changed out to an .014 guidewire. An .014 balloon dilatation catheter was inserted through the undeployed stent and the stent was pulled back into the target lesion. The stent was able to be deployed at the intended location; however, this took approximately sixty additional minutes of procedure time. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.